Event description:
It was reported the bronchvideoscope image went in and out when bending the tip of the scope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Investigation has confirmed the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such due to damage or deterioration of parts due to wear and tear. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new additional information received from the customer.